Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 140 compared to the labs 329 mg/dl. Tests were done 21-30 minutes apart. Patient did not experience any adverse events. No further information has been reported.